Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen intermittently does not respond when pressed. Though requested, no additional information was provided.

Manufacturer narrative:
The device touchscreen passed testing by responding when pressed. Although the device passed testing, a review of the history indicated invalid button alarms. The probable cause of the customer's reported event is an intermittent touchscreen due to fluid ingress which caused corrosion of the touchscreen connectors. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.